Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.00mm wolverine coronary cutting balloon was used for treatment. During the procedure, at second inflation, it was noted that the balloon ruptured at 12atm for each inflation within 10 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual and tactile examination revealed no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole at 2mm proximal from the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of damage. During leakage testing, the device was attached to an encore inflation unit which was verified before using the druck gauge. A pinhole was located in the balloon material at 2mm proximal from the distal markerband when inflating to rated burst pressure of 12 atmospheres.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.00mm wolverine coronary cutting balloon was used for treatment. During the procedure, at second inflation, it was noted that the balloon ruptured at 12atm for each inflation within 10 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.